Manufacturer narrative:
This report is being supplemented to provide additional information based on device evaluation and the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Review of the product shipment record found no problem with the device. Device evaluation confirmed "no picture" due to faulty ccd (charge coupled device) unit. Based on the results of the investigation it is speculated that the image was not displayed due to the cable was broken or the ccd unit was broken and the video communication could not be communicated to the processor. The product shipment record was checked and found no abnormality in the device. Cable breakage may be due to user handling. The failure of the ccd unit is considered to be caused by the material deterioration of the ccd sensor due to ultraviolet rays. As stated on the IFU (instruction for use) the user manual states: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device was returned to the service center for evaluation; however, the device evaluation is still pending. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, no picture on the device , found during device reprocessing. No patient involvement on this reported event, no user injury reported.